Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient has lost stimulation. Reprogramming was unable to provide adequate therapy. X-rays were taken and revealed the patient's lead has migrated. As a result, the patient plans to undergo surgical intervention.

Event description:
Additional information received revealed the patient's lead was explanted and replaced. Adequate therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.